Manufacturer narrative:
Not confirmed. Npf.

Event description:
The user facility reported that the battery is getting hot. Overheat can potentially cause heat damage to the patient.

Event description:
The user facility reported that the battery is getting hot. Overheat can potentially cause heat damage to the patient.